Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and the cine bridge circuit board. System operates as intended.

Event description:
The customer reported the system displayed a "cine drive not available" error message. No pt injury was reported.